Event description:
Info rec'd indicates the brakes are not working.

Manufacturer narrative:
The technician found that the brake detent assembly was broken, the brake/steer caster had been moved to the wrong position and two of the brake casters were damaged and non functional. The technician moved the brake/steer caster to the correct position, replaced the brake detent assembly, replaced the two damaged brake casters and adjusted the brake to repair the bed.